Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed battery test due to corroded battery tube. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.

Event description:
The customer reported that the insulin pump gave a failed battery test. The blood glucose reading was 179 mg/dl. The patient was advised to inspect the battery compartment and the spring for corrosion or damage. No further information was provided.